Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma-late and cysts.

Event description:
Healthcare professional reported right side seroma-late and cysts diagnosed by ultrasound and MRI. Device has been explanted.